Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by a clinical study on the g7 bispherical shell that a patient experienced an arterial embolism in left leg.

Event description:
It was reported by a clinical study on the g7 bispherical shell that a patient experienced an arterial embolism in left leg.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, e1, h1, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: g7 neutral e1 liner 32mm f catalog #: 010000850 lot #: 3976154, medical product: delta cer fm hd 032/-4.0 12/14 catalog #: 650-0833 lot #: 2018012268, medical product: tprlc 133 fp 12/14 pps so 12.0 catalog #: 51-120120 lot #: 6293507. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by a clinical study on the g7 bispherical shell that a patient experienced an arterial embolism in left leg.

Manufacturer narrative:
(B)(4). Report source, foreign; event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by a clinical study on the g7 bispherical shell that a patient experienced an arterial embolism in left leg.